Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient stated there was too much adhesive at the tip and it was hard to remove.

Event description:
It was reported that the patient stated there was too much adhesive at the tip and it was hard to remove.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "operator error". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the male external catheter product ifus were found to be adequate based on past reviews.